Event description:
A surgeon reports that eight days following intraocular lens (iol) implant surgery, the pt presented with an inflammatory reaction. The pt was treated with an intravitreous injection of antibiotics and corticosteroids. The pt had a good outcome. Additional information has been requested.